Event description:
It was reported the doctor stripped two 7.5mm screws and broke a 4.3mm screw while inserting it during surgery. The broken screw was removed and was replaced by a muc screw (wright medical). There was a 20 minute delay in surgery due to this. Additional information was requested numerous times by integra.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.